Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient was unable to charge his ipg. The sjm representative met with the patient and confirmed the issue. It was noted the patient's programmer was able to communicate with the ipg. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. The patient reported effective therapy postoperative and the issue is now resolved. The event date is unknown.